Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pcb board had fluid ingress and had failed, causing the load set alarm failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm load set as expected. They stated it failed to alarm and would run without a set installed. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing. No other information was provided. [ (B)(4) ].